Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilation. However, the balloon ruptured at an unknown pressure. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occured. The 100% stenosed was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilation. However, the balloon ruptured at an unknown pressure. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter and a non-bsc stopcock. The balloon was loosely folded and there was blood and contrast inside and outside the device. The inner/outer shaft, balloon, markerbands and tip of the device was microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 32mm long. Inspection of the remainder of the device found no other damage or irregularities.